Event description:
It was reported that connecta plus3 white stopcock separated and leaked on 5 occasions during use. The following information was provided by the initial reporter: on several occasions it has happened that the catheter has been disconnected from the 3-way stopcock. The ring of the stopcock does not perfectly attach to the cannula, so with a small rotation movement, it can be disconnected. This causes leakage of liquids but especially leak of blood from the catheter. Risk of biological contamination... Leakage of blood from the catheter and leakage of liquids with any drugs to be administered from the stopcock.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-06. H6: investigation summary to aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Due to preventive safety measures in place in regards to covid-19, the sample was not physically handled and only visual inspection was performed. Through examination of the sample, the connecta product was observed separated from the other device (non-bd product) returned. A device history record review was performed for provided lot number 9219299 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. Based on the investigation findings, an exact cause for this reported issue could not be identified at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that connects plus3 white stopcock separated and leaked on 5 occasions during use. The following information was provided by the initial reporter: on several occasions it has happened that the catheter has been disconnected from the 3-way stopcock. The ring of the stopcock does not perfectly attach to the cannula, so with a small rotation movement, it can be disconnected. This causes leakage of liquids but especially leak of blood from the catheter. Risk of biological contamination... Leakage of blood from the catheter and leakage of liquids with any drugs to be administered from the stopcock.